Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device was evaluated. Inspection found heavy grinding on the forceps raiser. In addition, tear marks, kinked and stain were observed on the biopsy channel. Dents and scratches were also noted on the distal end plastic cover. Minor buckle and minor scratches were noted on the insertion tube and the light guide tube was observed with minor scratches. Based on evaluation findings the reported failures found could be attributed to use handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
Forceps elevator does not move down at all, elevator channel broke. There was no patient involvement, no user injury was reported.